Event description:
It was reported that the patient had a backup battery fault alarm on (B)(6) 2024. The alarm occurred after they did a self test. The patient performed a system controller exchange at 21:59. The patient also reported that the system controller was getting very hot and there was some "brown-looking" staining on the interface. Upon plugging the system controller into the system monitor in clinic it showed the emergency backup battery (ebb) as not being due for another 16 months, and the backup battery fault alarm had cleared. Log files captured backup battery faults starting on (B)(6) 2024 at 20:24 that continued until the system controller was exchanged on (B)(6) 2024 at 21:59. The alarms occurred due to the ebb failing the load test. System controller temperatures were in a normal range.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via log file analysis. The reported event of the system controller (serial number: (B)(6) overheating was not able to be confirmed. The reported event of discoloration of the user interface membrane was confirmed via customer submitted photo. Log file data from the reported event dates of 08sep2024 and 09sep2024 was reviewed. On 08sep2024 at 20:24, a backup battery fault alarm activated due to the backup battery not passing its load test. The backup battery did not pass its load test due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The driveline was disconnected at 21:59, consistent with the reported controller exchange. The alarm had cleared when the controller was powered on at 10:04 on (B)(6) 2024. The controller internal temperature ranged from 38 to 48 degrees celsius, which is within specification. Design requirements detail the controller case should not exceed at 10 degrees celsius temperature rise under maximum output conditions. The internal temperature recorded within the log file cannot be conclusively correlated to the controller case temperature. There were no other notable events observed in the data reviewed. The submitted customer photo showed discoloration on the user interface membrane of the system controller. Attempts were made to obtain additional event information, but no response was received. The system controller was not returned for analysis. The root cause of the discoloration of the membrane, the controller overheating, and the backup battery fault alarm could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The inspection testing data was reviewed for the event 11v battery (sx003158) and it was found that the battery passed. Heartmate 3 instructions for use (rev. G) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. G) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. Heartmate 3 instructions for use (rev. C) section 2 ¿ ¿system operations¿ and heartmate 3 patient handbook (rev. D) section 2 ¿ ¿how your heart pump works¿ state to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104 degrees fahrenheit (40 degrees celsius). Additionally, section 2 explains the system controller user interface, including the display screen and all buttons, lights, and symbols. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.